Event description:
It was reported that an asymptomatic patient presented in-clinic during follow-up with a device that was post-sensed t-wave oversensing on the ventricular lead. Patient received inappropriate therapy. The physician opted to disable the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.